Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Strings come off - applicator [device breakage]. Strings come off when removing the applicator after insertion [complication of device insertion]. Cause was traced to manufacturing [manufacturing issue]. Case description: consumer reported via email that the strings come off when removing the applicator. No injury was reported. Lot codes: 1188243017670015, 1189243067w00243.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via email that the strings come off when removing the applicator. No injury was reported.